Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set, with a reported high blood glucose of 383 mg/dl after a recent supply change and a subsequently announced meal; the user declined an immediate site change due to lack of assistance and observed a downward trend during follow-up. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.